Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product using a camera head/scope and no bio-burden was observed in the device. A functional evaluation revealed a handpiece sensor fault. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the dyonics handpieces instructions for use for individual specifications for each of the three brushes recommended for cleaning the lumen, blade port, and fork areas of the handpiece. No containment or corrective actions are recommended at this time.

Event description:
It was reported that a bio-burden was found inside the hand piece. No case involved. Therefore, there was no patient involved. Results of investigation revealed that during functional evaluation the shaver had a handpiece sensor fault which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.